Event description:
It was reported by the rep that the (2) tct75 were used during a thoracotomy wedge resection procedure. It was reported that the devices were not firing. Lock-out occurs whe the firing cycle is initiated. On the second device, the nursing personnel opened the device and attempted to fire the cutter after placing it on the lung tissue. The firing knob could not be advanced. The surgeon completed the firing cycle with the third device. There was no pt consequence.